Event description:
The customer reported that insulin pump was stuck in a prime loop, and it would not go to fixed prime or would rewind. The blood glucose reading was 246mg/dl. Advised the caller that the insulin pump would be replaced and revert to back up plan. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with missing segments due to cracked lcd zebra connector. Unable to verify the prime/fill anomaly and to perform further testing due to the missing segments. The device was received with broken reservoir tube lip, cracked reservoir tube, scratched lcd window, cracked battery tube threads, missing end cap sticker and loose/protruded drive support disk.